Event description:
It was reported that following a reprogramming session, the patient experienced stimulation/shocking/jolting in their stomach instead of their back. There was increased baseline pain. The patient fell on the implantable neurostimulator (ins) implant site, which resulted in pain at the ins site. The patient could not lie down on their right side. No x-rays were taken of the ins site. The patient turned the stimulation off, which stopped the painful shocking in their stomach. The pain at the ins site persisted. The patient had an appointment scheduled with their physician for (B)(6) 2012, but preferred to have their ins reprogrammed sooner. The programming done the prior week wiped out previous programming and, as a result, the stim did not go into their back as needed. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-60, lot#, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, lot#, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, lot# serial# (B)(4), product type: programmer. (B)(4).